Event description:
It was reported that customer received a minimum fill notification while attempting to load new cartridge and also experienced altitude alarm. There was no adverse impact to the customer's blood glucose level. Customer had filled cartridge with 300 units of insulin, used 10.2 units to fill tubing, had over 50 units of usable insulin remaining, did not wear pump in case, and contacted technical support for assistance, with no additional outcome information reported.